Event description:
Light's pivot joint broke while pt was being treated. Pieces (spring, etc.) Inside pivot joint popped out of joint and hit pt's foot and nurse's finger. Pt and nurse suffered scratches only and injuries were treated with bandages.